Manufacturer narrative:
Complaint is not confirmed. Upon visual evaluation, no broken parts were observed on the device. Also, notice that the jaws did not work as required (open/close). This is typically caused by excessive force while grasping and manipulating tissue or using excessive leveraging forces. The cause remains undetermined. Functional testing was performed noticed that the device did not work as required.

Event description:
On 03/09/2023, it was reported by an arthrex employee via sems that an ar-12540 suture retriever broke. This occurred during an arthroscopic repair of the left rotator cuff on 03/07/2023 when it was noticed that the front end of the device was broken. The procedure was completed using a device from a different manufacturer. There was no additional information provided. Additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.